Manufacturer narrative:
Additional information: h4: the lot was manufactured june 27-28, 2023. H11: the actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection of the photograph showed tpn solution leaking from the administration spike port. The reported condition was verified. The cause of the condition could not be determined; however, may likely be due to either an apparent insufficient port weld sealing on sample, or inadequate or lack of cyclohexanone applied to the either the administration spike port tube when it was inserted into the port area(s) during the manufacturing process, causing an incorrect welding or bonding, most likely due to variation in the manufacturing equipment causing either a port weld defect, or port bonding area defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) exactamix 2000 ml eva tpn bags leaked from the membrane port. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.